Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no impact to the customer's blood glucose level. Due to the occlusions occurring in the past, troubleshooting to determine the source of the occlusion was unable to be performed.